Event description:
Questionable mold found within package of unopened cardinal health monojet 3ml syringe with 22g safety needle. Substance was found in corner of package and at junction of syringe and needle.